Event description:
I purchased these for my mother and your bristles not once but three times broke off and got stuck in her caps in her front teeth. She had to spend time carefully removing it without injuring her very expensive caps. Never should a bristle head break off.